Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site hybrid analysis found that the field-depleted battery voltage had recovered after being disconnected during analysis. Further analysis recorded that overall current drain was nominal throughout the analysis. The device was fully functional with no observed hybrid anomalies. The cause of the depleted battery was not determined. Off-site battery analysis showed the electrical testing of the battery is consistent with this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.